Manufacturer narrative:
D9: date returned to manufacture, updated manufacturer's investigation conclusion: the reported event of a controller fault alarm that progressed to the green light being off and the pump being off can be confirmed. The returned system controller, serial number (B)(6) was connected to a test power module and a test system monitor and there was a call hospital contact/ controller fault alarm on the controller¿s screen and a not receiving data message was displayed on the test system monitor. The system controller was able to operate a test pump when connected; however, the pump running leds were no active. The system controller was disassembled, and visual inspection revealed a significant printed circuit board (pcb) damage related to a fluid ingress. There were multiple affected electronic components/circuits including the voltage regulator. Due to multiple components being damaged, the printed circuit board was not able to be fixed and the eeprom which contains the log file was removed and installed into a test board. After this step the log files were able to be retrieved successfully. The data contained in the event log file revealed normal operation from 27dec2024 to 28dec2024 when at 12:17 there was a controller reset. After the reset, the system continued to operate at the set speed of 5800 rpm with a controller internal fault associated with a vcc fault. The next entries revealed additional faults activated and at 12:19 there was another controller reset. The data captured after the second reset revealed multiple faults, including clock invalid, com a and com b faults, pwr a and pwr b faults. All pump parameters were recorded as 0. The periodic log file contained events captured from 17dec2024 to 28dec2024. The recorded data did not add any new information regarding the reported event. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. According to hm3 instructions for use section 8 ¿equipment storage and care¿: ¿the external components should undergo routine and periodic inspections, cleaning, and maintenance.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm that progressed to the green light being off and the pump being off can be confirmed. The returned system controller, serial number (B)(6) was connected to a test power module and a test system monitor and there was a call hospital contact/ controller fault alarm on the controller¿s screen and a not receiving data message was displayed on the test system monitor. The system controller was able to operate a test pump when connected; however, the pump running leds were no active. The system controller was disassembled, and visual inspection revealed a significant printed circuit board (pcb) damage related to a fluid ingress. There were multiple affected electronic components/circuits including the voltage regulator. Due to multiple components being damaged, the printed circuit board was not able to be fixed and the eeprom which contains the log file was removed and installed into a test board. After this step the log files were able to be retrieved successfully. The data contained in the event log file revealed normal operation from (B)(6) 2024 when at 12:17 there was a controller reset. After the reset, the system continued to operate at the set speed of 5800 rpm with a controller internal fault associated with a vcc fault. The next entries revealed additional faults activated and at 12:19 there was another controller reset. The data captured after the second reset revealed multiple faults, including clock invalid, com a and com b faults, pwr a and pwr b faults. All pump parameters were recorded as 0. The periodic log file contained events captured from (B)(6) 2024. The recorded data did not add any new information regarding the reported event. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. According to hm3 instructions for use section 8 ¿equipment storage and care¿: ¿the external components should undergo routine and periodic inspections, cleaning, and maintenance.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a controller fault alarm. They reported the green light was on at that time and they felt fine. Upon arrival to the emergency departments (ed), the green light was off and the patient was beginning to have symptoms of heart failure. The registered nurse (rn) stated that the controller would not connect to the heartmate touch monitor, there was no green light and the display showed "controller fault". It was estimated that the pump could have been off for possibly 1 hour. Heparin was suggested for the patient as they had not been on any anticoagulation therapy. A pump exchange was considered. The patient was transferred to intensive care unit (ICU) and placed on impella 5.5 due to worsening renal function. They were awaiting a possible pump exchange. The alarm was described as a controller fault that progressed to the green light being off and the pump being off. This was verified by auscultation of the patient's chest. No vad sounds were heard. The controller and modular cable were exchanged. Log files were unavailable as the controller was unable to be connected to system monitor or heartmate touch. The patient underwent a heartmate 3 exchange on (B)(6) 2025.